Event description:
A dreamstation bipap pro device was returned to a third-party service center as part of the evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found foam particles. Additionally, the service technician also noted error codes present, e101 err humid max temp and e022 err motor flux ma, sd card found, and service is required. The device was scrapped.